Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. The device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number) and operator of device are unknown. No information has been provided to date.

Event description:
It was reported that a cassette resulted in a no disposable clamp tubing on two pumps. Patient disconnected cassette from pump and reconnected it and it wouldn't run and then connected cassette to back up pump and got same error. Patient did not have a cassette already mixed so she had to mix a cassette to replace faulty cassette. Patient experienced hot flashes and dizziness after about 2 minutes of not getting medication due to cassette issue. Patient was able to resume infusion and reported no issues at time of call. Photographs were not provided. This is a continuous infusion. Set/flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. No additional info is available at this time. The reported product fault occurred while in use with the patient. There was no medical intervention provided. Additional information was provided that the event date was unknown. Patient details were updated.